Manufacturer narrative:
On 27-sep-2021, the sheath was returned to biosense webster for evaluation. The product investigation was subsequently completed. It was reported that an unknown patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. Air is mixed in. After septal puncture, the sheath was inserted into the left atrium, and when the syringe was flushed, the microair was confirmed. The physician commented that once air is mixed in, the valve breaks easily, and that the valve is too weak compared to sheath of other manufacturers. This event occurred 10 minutes after the vizigo sheath was inserted into the patient¿s body. The issue was resolved by changing the sheath to another one. The procedure was completed without patient's consequence. Device evaluation details: visual analysis of the returned sheath revealed that no damage or anomalies were observed on carto vizigo sheath. Test method for liquid leakage through hemostatic valves of sheath introducers was performed and no issues were observed during the sheath analysis. No water leakage, bubbles or pressure decays were detected during the test. A device history record evaluation was performed for the finished device [00001638] number, and no internal actions related to the reported complaint condition were identified. No malfunction was observed during the sheath analysis. The instructions for use contain the following recommendations: ¿before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Flush and maintain continuous saline". The event described could not be confirmed as the as the sheath performed without any issue. Although no sheath defect was identified, there may have been other circumstances or issues that occurred during the use of the sheath that could not be replicated during the laboratory analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6)2021, bwi received additional information regarding the event. Air was not being introduced into the patient. The physician did not performed any maneuver to eliminate bubbles. No medical intervention was required. The patient has not exhibited any neurological symptoms since the procedure was completed. There was no damage on valve and no comment on the design.if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA.manufacturer's reference number: (B)(4)

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. Air is mixed in. After septal puncture, the sheath was inserted into the left atrium, and when the syringe was flushed, the microair was confirmed. The physician commented that once air is mixed in, the valve breaks easily, and that the valve is too weak compared to sheath of other manufacturers. This event occurred 10 minutes after the vizigo sheath was inserted into the patient¿s body. The issue was resolved by changing the sheath to another one. The procedure was completed without patient's consequence. The physician did not perform any maneuver to eliminate bubbles. No medical intervention was required. The patient has not exhibited any neurological symptoms since the procedure was completed. There was no damage on valve. Air flow into the side port is MDR-reportable.